Event description:
It was reported that, "dr (B)(6) was reaming the patella and the head snapped off the driver adapter. Finished cut by hand."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.